Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side suspected rupture.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: h10. Tiger aesthetics medical requests to void this medical device report. Updated information was given by the healthcare provider that the device involved in this adverse event was not a sientra implant but a different brand.